Manufacturer narrative:
A request was made for the distributor representative to provide the resolution to this case. At this time, no additional information was received. This report will be updated when additional information is provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing impedance and threshold measurements shortly after implant. A new procedure was performed to reposition the lead and the values were normal. However, some hours later the pacing thresholds had increased again. The patient was to be evaluated again to determine how to proceed with the rv lead. No additional adverse patient effects were reported.